Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh25a device arrived with the anvil missing. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device difficult to close? Where in the green gap setting scale was the indicator located prior to firing? Were there any staple malformation issues identified? If so, please describe the shape of the staples. Did the surgeon close the device, wait 15 seconds and then retighten prior to firing? What is the current patient status?

Event description:
It was reported that during an anterior resection, experienced surgeon fired the device to form bottom anastomosis with standard technique. Device seemed to fire correctly, washer crunched and both donuts were whole. Patient¿s anastomosis failed leak test though with visible bubbles though. As resection wasn¿t too low (sigmoid) able to over sew the staple line, but patient defunctioned as a precaution to allow the anastomosis to heal. The surgical time was extended.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device difficult to close? No. Where in the green gap setting scale was the indicator located prior to firing? Middle were there any staple malformation issues identified? If so, please describe the shape of the staples. No. Did the surgeon close the device, wait 15 seconds and then retighten prior to firing? Yes. What is the current patient status? Well.